Manufacturer narrative:
Additional information provided. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon had to stop the refractive procedure in a patients right eye following an internal energy too low message. The procedure stopped and will be completed once the system is assessed. Additional information has been requested.